Event description:
Nellcor puritan bennett rec'd a call from user facility on 11/12/98. User called to report the following problem: unit will not cycle with all light emitting diodes on and continuous audible alarms.